Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that during subsequent biomed testing, the reported malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.